Event description:
It was reported that the patient underwent a posterior l5-s1 fusion using rhbmp-2/acs. Post-op, the patient developed bone overgrowth, chronic pain, pain and suffering, mental anguish and emotional distress.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with the following pre-op diagnosis: spondylolysis with spondylolisthesis, l5-s1. Procedure: bilateral l5-s1 laminotomy, foraminotomy and medial facetectomy. L5 gill procedure, bilateral l5-s1 facetectomies. Transforaminal interbody fusion with interbody cage. Pedicle screw fixation with two 6 x 40 and two 6 x 35 pedicle screws, l5-s1. Posterior lateral arthrodesis. Per-op notes: local bone obtained during the decompression portion of the procedure was carefully packed into place and then small strip of rhbmp-2/acs, half of an extra small strip was then placed over the bone, and then more bone was packed in small rhbmp-2/acs with local bone surrounding it was packed in the cage. Lateral gutters were packed with local bone and the remaining small amount of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.